Manufacturer narrative:
The calibration for phosphate was last performed on (B)(6) 2025, and it was acceptable. The calibration for glucose was last performed on (B)(6) 2025, and it was acceptable. The qc was within the ranges. There was no indication of a performance issue with the reagent. The visual check of the sample was acceptable. The alarm trace did not show any abnormalities. The field service engineer (fse) checked the analyzer and changed the bath water. He checked the rinse head, the cell rinse levels, the cell blank, and the photometer. The fse then performed a cell blank. The customer replaced the halogen lamp and performed qc with successful results. Precision studies were performed, and they were within specifications. The instrument was performing within specifications. The service actions performed by the fse resolved the issue. The cause of the event was due to an issue with the halogen lamp.

Manufacturer narrative:
The phosphate reagent lot number was 86136401 with an expiration date of 31-may-2026. The glucose reagent lot number was 88913501 with an expiration date of 30-sep-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patient samples tested with phosphate (inorganic) ver.2 assay and glucose hk gen.3 assay on a cobas 6000 c 501 module. Sample 1: phosphate: initial result: 5.1 mg/dl. Repeat result: 3.0 mg/dl. Sample 2: phosphate: initial result: 6.8 mg/dl. Repeat result: 4.6 mg/dl. Glucose: initial result: 177 mg/dl. Repeat result: 126 mg/dl. Sample 3: glucose: initial result: 57 mg/dl. Repeat result: 101 mg/dl. There were alarms/errors at the time of the event, prompting the repeat of the samples on a different c 501 module. The repeat results were deemed to be correct.